Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible atrial undersensing was noted on current and stored electrograms affecting mode switch. The atrial lead remains in use. No patient complications have been reported as a result of this event.